Event description:
The pt reported that his neurostimulator had been turned off, because he was having it explanted due to positioning issues. While the pt was at work outside, the bent over to pick up his keys and the stimulator inadvertently turned on and began to constantly shock him between his shoulders, lower back, and legs. The pt did not have his programmer or recharger with him. A co-worker went to his home to get the programmer and recharger. Once the programmer was obtained, the pt instructed the co-worker on how to turn the stimulator off. The shocking sensation was no longer felt, it was noted that the pt worked across the street from an airplane landing terminal with a lot of heavy duty machinery. The pt was encourage to contact his hcp. Add'l info has been requested, a f/u report will be sent if add'l info becomes avail.